Event description:
The customer reported obtaining erroneous accu tni (troponin I) results, in the risk stratification range, for one pt on two separate days involving two unicel dxc 600i synchron access clinical system instruments. Erroneous test results were reported out of the laboratory. Subsequent testing was erratic; however, upon several repeats the test results were in the normal reference range. No reports of death, injury, or change to pt treatment have been reported in connection with the reported event(s). This is event 1 of 3 events reported by this customer. Subsequent testing of this pt's initial sample rerun and redraws made on separate dates and involving two instruments will be documented in separate mdrs.

Manufacturer narrative:
The sample was lithium heparin with a gel separator and had a normal appearance. The sample(s) were centrifuged for 10 minutes at 3540 revolutions per minute (rpm). The accutni test was performed and poured off in the afternoon from a sample that was collected the morning. The sample had been sitting in the primary collection tube at room temperature during that time period. Quality control (qc) was within the customer's established ranges prior to and after the erroneous result for both dxc 600i instruments no errors were posted to the event logs. The customer is not questioning any other assays or results other than the results in the table shown in this report on page three. Service was offered and declined by the customer. Hardware was not verified. Clear root cause could be determined for this event. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR represented event 1 of 3 reported by this customer. This MDR is related to the following mdrs that have been reported: 2122870-2011-05172 and 2122870-2011-05173.